Manufacturer narrative:
Additional information received from the site clarified that there was no complaint against the subject device. Furthermore, the site was confirmed that there was no new ent (embolization to new territory) and it was data error to report it. Based on this update, the event does not meet the criteria for a complaint. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the subject device. This is 2 of 2 reports.

Event description:
It was reported that during treatment of the occluded in m1 segment of the middle cerebral artery (mca), an emboli to new territory had occurred. No adverse event associated with the new embolization was reported. No further information is available. Update additional information: additional information received from the site clarified that there was no complaint against the subject device. Furthermore, the site was confirmed that there was no new ent (embolization to new territory) and it was data error to report it. There was no clinical consequences to the patient reported.

Manufacturer narrative:
This is 2 of 2. The subject device is unavailable to manufacturer.

Event description:
It was reported that during treatment of the occluded in m1 segment of the middle cerebral artery (mca), an emboli to new territory had occurred. No adverse event associated with the new embolization was reported. No further information is available.